Event description:
According to the report, bioglue was used in three separate procedures for the fixation of hernia mesh (not an approved indication in the united states). In all three cases, the patients developed edema in the area of application approximately 5-6 days following surgery. The edema resolved within four weeks for all three patients. This report represents one of the three reported cases. The surgeon indicated that the entire syringe was used to coat the entire patch, rather than using bioglue around the periphery of the patch. The surgeon experienced similar complications in other cases after applying a fibrin sealant (not manufactured by cryolife) in the same manner.

Manufacturer narrative:
The manufacturer's investigation into the reported event is ongoing. Any additional information will be provided in the follow-up report.